Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received a potential inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. It was thought the oversensing due to noise was consistent with changes in the impedance pathway of the sensing vector that utilizes proximal sensing. Technical services (ts) was consulted to review the data and agreed that the signal appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes proximal sensing. Ts discussed further troubleshooting and programming options. The patient was brought in for testing and myopotential noise was seen in every vector. However, the s-ICD correctly identified the noise. The physician opted to have the s-ICD reprogrammed from primary to secondary sensing vector. X-rays were taken and sent to ts for review. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received a potential inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. It was thought the oversensing due to noise was consistent with changes in the impedance pathway of the sensing vector that utilizes proximal sensing. Technical services (ts) was consulted to review the data and agreed that the signal appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes proximal sensing. Ts discussed further troubleshooting and programming options. The patient was brought in for testing and myopotential noise was seen in every vector. However, the s-ICD correctly identified the noise. The physician opted to have the s-ICD reprogrammed from primary to secondary sensing vector. X-rays were taken and sent to ts for review. Additional information was received that upon review of the x-ray ts noted full insertion of the electrode into the header of the s-ICD and that both the electrode and device may be more superficial than optimal. The x-ray also showed that the can may be close to armpit which may make the system more susceptible to myopotentials, especially if secondary vector will be used. Ts stated that the latest x-ray appeared to show different device placement. It was discussed that if the device and electrode were implanted at same time and there was no procedure in the meanwhile, rotation of the can seems to have occurred. Higher shock impedance of 110 ohms was noted. Ts discussed that there is currently no updated data so they are unable to compare impedance measurements at induction to the current value and also unable to comment further on the myopotential noise that was seen. Ts discussed that with the current shock impedance value and possible can rotation, shock efficacy may be compromised. Ts discussed that further evaluation of the system as there is still a possibility of inappropriate therapy, lack of therapy, non-conversion and therapy delays. Ts also discussed that suture count for the device when implanted should be investigated and the patient be enrolled in remote home monitoring. The s-ICD and electrode remain in service and no adverse patient effects were reported.